Event description:
The customer reported the system displays a black screen during fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated a loose connector. System operates as intended.